Event description:
Event description guidant received information that during an attempted implant, this transvenous defibrillation lead exhibited an out-of-range pacing impedance measurement on the pacing systems analyzer (psa) and intermittent inhibition of pacing. The lead was not used and a another guidant defibrillation lead was implanted. However, pacing impedance measurements were again out-of-range with intermittent pacing. The cables on the psa were replaced, however, subsequent measurments were still out-of-range. The lead was removed. Both leads had been tested bipolar (black to tip and red to ring) on the psa with normal sensing observed. A third guidant defibrillation lead was used and appropriate lead measurements were observed. Both explanted leads were returned to guidant for analysis.